Manufacturer narrative:
The device was returned to olympus for evaluation and results found a faulty patient board during testing. Additionally, the scope socket was found to be worn and causing a loose connection with the scopes and camera. Testing also found cosmetic wear on the top cover and front panel. Per user facility request, the device was returned unrepaired. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the cv-190 has image issues associated to dark images when using 180 scopes. The reporter stated this issue was discovered during preparation for use so there was no patient involvement or harm associated to this report.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-07289. The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the OEM determined that since the device was a product prior to countermeasures due to a change in the operational amplifier circuit design of the dr board, it is presumed that it occurred due to a failure of the operational amplifier. Additionally, the locking or pins have worsened and the connection has been loosened due to repeated use for a long period of time. Olympus will continue to monitor complaints for this device.